Event description:
The pt underwent percutaneous transluminal coronary angioplasty of right coronary artery with stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The procedure was not successful and the pt went to manual compression. Several hours after the pvs procedure, the pt developed severe foot pain followed later by loss of pedal pulses. The pt was taken to surgery. The surgeon noted that the pvs stitch was present at the point of occlusion. The stitch was cut, resulting in return of blood flow. A flap was resected and a clot evacuated. Surgery was successful and the pt's full recovery is expected. The device discarded by the hosp staff and not available for eval. Follow-up with the user facility yielded no new info regarding the nature of the difficulty with the pvs procedure. Therefore, a definitive cause for the occurrence cannot be identified.